Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to non-physiologic sensing. A remote transmission was reviewed and short interval counts (sic) were noted as well as high rate non-sustained episodes. The ventricular electrogram showed intermittent post ventricular sense t-wave oversensing (twos). It was further noted that the r-wave amplitude had experienced a sudden drop and now measured below the normal range. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.